Event description:
Reporter alleged obtaining a result of hi (greater than 600 mg/dl) on the mobile system compared back to back with a result of about 170-200 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. Reference medwatch report (B)(4) for the compact plus suspect device system used.